Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with weakness, bradycardia and chest pain. Upon device interrogation, the right ventricular (rv) lead lead exhibited non-capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.